Manufacturer narrative:
(B)(4).

Event description:
A questionnaire was received from the customer stating the event was completed by exchanging the system. There was no patient harm.

Manufacturer narrative:
Additional information: system: the system was examined and five reported system messages (sms) were confirmed (via event logs). The footswitch and footswitch cable were both replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 1, 2015. Based on qa assessment, the product met specifications at the time of release. Root cause: the footswitch cable (which belongs to the system) and caused the sms, was attributed to the reported event (s). However, how or when the cable became nonconforming cannot be determined conclusively. Footswitch: product evaluation: the system was examined and five reported system messages (sms) were confirmed (via event logs). The footswitch and footswitch cable were both replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 1, 2015. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on august 27, 2015. There was no problem found with the footswitch. As such, the footswitch was identified as a non-suspect product in relation to the reported system messages. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stated there was only one system message displayed instead of multiple which was originally reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system displayed multiple system messages and switched off during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and five reported system messages (sms) were confirmed (via event logs). The sms were attributed to the footswitch or the footswitch cable (which belongs to the system).the company representative determined that upon the disconnection of the footswitch by the customer, the connection was not complete. It did not click into place. Both the footswitch and footswitch cable were replaced as a preventive measure. The company representative did not indicate finding any issues that would be associated with the ¿system shut down during surgery.¿ the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 1, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿system messages¿ can be attributed to user error. The root cause of the reported ¿shut down during surgery¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).